Event description:
A male was found in cardiac arrest. Initial shock from defib was successfully delivered; however, the device failed to charge for the second shock. Two minutes later, a countershock was delivered from another similar device. The patient was alive as of 2006.